Manufacturer narrative:
A customer from outside the united states reported observation of a depressed atellica im thcg result which was discordant relative to alternate-method testing. An initial elevated thcg result was obtained for a female patient with abnormal uterine bleeding. Testing following 100- and 200-fold dilution produced ¿error¿ results. When the patient¿s sample was tested using an hcg test strip, a negative result was obtained, and considered consistent with the patient¿s clinical condition. Review of customer data showed that quality control (qc) results were within expected ranges, and no issues were identified with any other samples, indicating that the assay reagent is not the likely cause. A siemens engineer checked the system following this observation, and identified some crystallization at the sample dispense port, which was cleaned. Following this routine service intervention, the system was fully operational and the customer had no further concerns. No product problem was identified, and the issue was resolved through routine troubleshooting. Note: in section h6, codes for investigation findings and investigation conclusions have been updated.

Manufacturer narrative:
A customer from outside the united states reported observation of a depressed atellica im thcg result which was discordant relative to alternate-method testing. A siemens engineer checked the system following this observation, and identified some crystallization at the sample dispense port, which was cleaned. The interpretation of results section of the advia centaur thcg instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
The customer reports observation of an advia centaur advia centaur total hcg (thcg) result which was discordant relative to repeat testing when using thcg lot 357. An initial elevated thcg result was obtained for a female patient with abnormal uterine bleeding. Testing following 100- and 200-fold dilution produced ¿error¿ results. When the patient¿s sample was tested using an hcg test strip, a negative result was obtained, and considered consistent with the patient¿s clinical condition. There are no allegations of any adverse patient effects in association with the observed discordance.